Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, a nurse reported a refractive analysis system contributed to the event by recommending the incorrect iol power.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken in the gusset area. The broken haptic portion was not returned. The optic is torn/cut into two portions. The optic damage is similar in appearance to damage from insertion and removal. The axis marks are present on the optic in the proper placement. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were used with the lens. Two viscoelastics were indicated, only one is qualified for the lens/cartridge/handpiece combination used. The product investigation could not identify a root cause for the reported complaint of. The axis marks are present and in the proper orientation on the optic. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information in the file indicated that the 15.5 diopter lens was exchanged for a 16.0 diopter lens. This information may suggest that the different toricity and diopter of the replacement lens was a better choice for the patient's vision needs. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced residual astigmatism and the lens was noted to be rotated off the intended axis. The iol was exchanged for another lens one month following the initial implant procedure. Additional information has been requested.